Event description:
The affiliate reported that the valve was destroyed during MRI. As a result, the device was revised. No damage to the patient. Additional information is expected to explain the term, "destroyed."

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code is ns-9008 not 82-3110 and the lot number is clbchz not cggbpr as previously reported. Visual examination revealed that the stator was dislodged and therefore the cam position / pressure could not be determined. Further investigation noted that the valve casing was cracked. It might be likely that the device sustained some form of impact causing the cracked condition of the device. This however could not be confirmed. A review of the history device records confirmed the valve conformed to the required specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.